Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge has been depleting rapidly. Customer reported an elevated blood glucose level of 250 (mg/dl) and delivered a correction bolus. It was indicated that the current pump would continue to be used for diabetes management until the replacement pump is received.